Manufacturer narrative:
Device analysis has not yet begun. A follow up report will be submitted after analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the device didn't work for the patient and was explanted. The device was returned for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, lot# v789807009, implanted: (B)(6) 2011, product type: lead. Analysis of the implantable neurostimulator found no significant anomaly. The battery had a reduced capacity due to overdischarge. Analysis of the lead (lot# v789807009) found the proximal end was consistent with metal ion oxidation. The lead body conductors were also broken within 10 cm of the connector area. If information is provided in the future, a supplemental report will be issued.